Event description:
It was reported that the subject device image was flip-flopped and was reversed. The issue occurred during preparation for use for an unknown procedure. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2-a6, b6, b7, d4, d10, g3, h2, h3, h4, h6, h10, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned, therefore the reported failure was not confirmed. No product analysis was performed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image was flip-flopped and was reversed. The issue occurred during preparation for use for an unknown procedure. No patient harm reported.